Event description:
The patient's family member contacted lifescan on behalf of the patient and reported that the surestep enhanced meter had power issues. The reporter stated that this was a brand new product and the patient had received it prior to the day of the call. The patient was unable to use the meter since it was not powering on. The patient went to the nurse and was tested on the nurse's meter (result not provided). They were not given any treatment. The reporter was unable/unwilling to answer if the patient had experienced any symptoms at the time of the call. During troubleshooting, it was verified that the reporter was asked to press the power button. The meter would not turn on. The batteries were checked to make sure that they were correctly installed and the condition of the battery contacts was also good. Therefore, the power issue was not resolved. Based on the information provided, there is an indication that the product has malfunctioned since the issue was not resolved. However, there is no information to suggest that the patient experienced injury due to the product. Therefore, this case is reported as a meter malfunction. A replacement was sent to the patient.